Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Date of explantation: (B)(6) 2023. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old caucasian) female patient underwent a breast augmentation primary with mentor memorygel breast implants 425cc (l) and 450cc (r) and suffered several unexplained systemic symptoms, including breast implant illness, pain, inflammation, inability to walk, inability to breath at night, doesn't feel her age, difficulty losing weight, chronic fatigue, night sweats, anxiety. The patient also reportedly experienced capsular contracture baker grade unknown on the left side. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled for removal on (B)(6) 2023. This report is for the left breast prosthesis.